Event description:
The device was implanted in 2009. After the surgery, the patient had low cerebrospinal fluid pressure syndrome, and it was noted that the cerebrospinal fluid accumulated in the abdomen. The doctor replaced it about three months later.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The valve was visually inspected. It was found that the silicone housing was torn, and the mechanism had come out of the silicone housing. In addition, biological debris was found on the ruby ball, on the seat of the ruby ball and on the cam mechanism, which can cause this type of problem noted by the customer. A review of the history device records confirmed the valve conformed to the required specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.